Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that an ilet user experienced inaccurate glucose readings, described as approximately 100 mg/dl higher or lower than capillary meter checks, which led the user to ingest carbohydrates when the system indicated low glucose and subsequently discover high glucose on a glucometer; the user stopped using the ilet and reverted to injections, and a return was later approved. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Investigation included troubleshooting and education with the clinical team, evaluation of cgm use across g6 and g7, and coordination with the user¿s healthcare provider. Investigation of this case revealed a cause that remained unclear, with no device alerts or alarms reported and a potential confounding factor of cgm sensor variability, while the user also faced financial constraints unrelated to device function. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.